Manufacturer narrative:
The initial MDR was deemed not reportable. A crimped or bent cannula will not affect the intended use of the device and will not likely lead to a death or serious injury.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle was found to be broken. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged needle. According to the customer's verbatim report, the needle was found to be crushed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle was found to be broken. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged needle. According to the customer's verbatim report, the needle was found to be crushed.